Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. (B)(4).

Event description:
It was reported (via medwatch report mw5083757) that a female patient underwent an unspecified procedure with unspecified mentor saline breast implants and experienced difficulty breathing, heavy periods, gallbladder removal, fatigue, hypothyroidism, digestive disorders, diarrhea, constipation, rashes, yeast infections, jaw pain, hair loss, dry skin/nails, reverse hiccups, bone pain, muscle aches, sensitivity to light/sound, hip pain, difficulty swallowing, pressure in throat and chest, and pain in upper abdomen. As a result, the patient underwent removal and replacement with mentor saline breast implants on (B)(6) 2006. See report number 1645337-2019-10218 and 1645337-2019-10219 for symptoms reported after the implants were replaced. This report is for the first of two devices.